Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed.additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7828128.

Event description:
Related manufacturer reference number: 1627487-2023-01584. It was reported that following a sledding accident, the patient experienced ineffective therapy due to migration of the s2 lead. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced. It is unknown which lead migrated. During the procedure, the ipg became unable to communicate with external devices even though it had been placed into surgery mode. As a result, the ipg was also replaced during the procedure to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.